Event description:
It was reported, that during a da vinci-assisted surgical procedure. That the maryland bipolar forceps instrument stopped responding, during the procedure. The surgeon found, that the cables at the jaws of the instrument were frayed. The customer removed the instrument and the cannula at the same time as the instrument would not come through the cannula. The surgeon explained, there were small pieces of the tungsten cables that fell into the patient. The customer explained, they were able to retrieve some, but not all of the pieces of instrument cable. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained, the instrument cables are made of tungsten and the jaws are made of stainless steel. The customer was going to forward the instrument and material they retrieved for analysis. The customer was proceeding with the procedure. The procedure was completed as planned. Isi followed up with the initial reporter, and obtained the following additional information: grasping tissue was the surgical task that was being performed, when the device fragment fell inside the patient. It seemed as though, the cable broke and as a result, the instrument was unusable. And also difficult to get out, because it was broken at the wrist joint. The instrument was in use for 20 minutes and there was no collision. The surgeon did not remove the instrument, prior to breakage. Once the instrument was broken, it was removed, but not before as far as the surgeon can remember. The surgeon used other arms to manually straighten the instrument in order to remove it. The surgeon was able to pull it out through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgeon could not retrieve the fragments, they were too small. The procedure was robotically completed. The patient has not returned to the hospital, due to experiencing any post-surgical complications related to retaining a foreign object. No image or video were available for review.

Manufacturer narrative:
The da vinci instrument involved in this event has not been returned to intuitive surgical inc. (Isi), as of the date of this report.